Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor detached prematurely, and the customer could not obtain glucose readings. As a result, the customer lost consciousness and required an intravenous drip to raise blood sugar, administered by the healthcare professional